Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing resulting in small r-waves post-operatively. The rv lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.